Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and functioned properly; no blank display, display anomaly or other unexpected alarm noted during our testing. No moisture damage was found inside the insulin pump noted. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump got wet during a shower. The battery was removed and reinserted but the display remained blank. The insulin pump alarmed as well. The patient's blood glucose at the time of incident was 4.2 mmol/l. The insulin pump will be returned for analysis.